Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the needle of a portex® pro-vent® plus loosened from the syringe after sampling. The needle "fell over the user's hand". It was noted that the user put the needle firmly in place before blood sampling to ensure that the needle stayed in place. No injury to patient or clinician was reported.